Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/28/2016 with the following findings: a review of the black box data showed reboots. Multiple low batter alarms were observed on the reported event date. The voltage was observed to be low. A visual inspection of the pump showed that there was no damage to the battery compartment or returned battery cap. The pump was exercised for 24 hours with no power issues. The pump cover was opened and no internal defects were found. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button cover was damaged.